Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. The nurse felt that the insulin pump was not accounting for active insulin. Troubleshooting was performed, and found that the customer wasn't using the bolus wizard feature. This is why the insulin pump wasn't accounting for active insulin. It was also stated that the insulin pump had a crack on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump also had a cracked case.